Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with all the buttons functioning properly. However moisture damage was noted on the keypad traces. The insulin pump has minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
Customer reported that the insulin pump's up and down keys were not responsive. Customer did not recall any significant events leading up to the errors. Blood glucose level was not provided. No further information was provided.